Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
A patient had both a left and right stryker hip replacement and has now developed trunnionosis. He wanted medical advice as to whether or not he should have the product removed. I explained that he needs to discuss such matters with his surgeon. He also asked about the status of a class action lawsuit but did not mentioned being represented by counsel. This is for patient's left hip.